Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted between the stomach and the jejunum in an 87-year-old patient to treat a stenosis of the third portion of the duodenum (possibly tumoral or ischemic) during an endoscopic ultrasound (eus) gastroenterostomy procedure performed on (B)(6) 2025. During the procedure, an initial puncture was performed to place the stent. However, the stent could not be properly released and failed to deploy. As a result, the entire system was removed. Additionally, the stent was released with great difficulty outside the endoscope and outside the patient. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be implanted during an endoscopic ultrasound (eus) gastroenterostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted during an endoscopic ultrasound (eus) gastroenterostomy procedure

Manufacturer narrative:
Block h7 (if remedial act init, type), h9 and h11 were updated. Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: an axios stent with electrocautery enhanced delivery system was received for analysis. The stent was returned with the stent partially deployed and the slider slightly separated. Therefore, the functional test related to the deployment of the stent could not be performed. However, after a manual deployment, resistance was felt and the stent was deployed, it presented slow expansion issue. Eventually, the stent finished its complete expansion. Additionally, the inner sheath was found buckled and kinked. As for the additional observed event of stent slow expansion, additional specifications warrant the stent's performance in a clinically relevant manner throughout its shelf life (e.g., stent retention force). In a procedural setting, there would be additional factors/steps that would manipulate the stent into position where its ability to expand is dictated by the anatomy rather than the manufacturing dimensional specification. Stent expansion rates can be also negatively impacted by the following factors: compression, time, temperature, and humidity. Product analysis confirmed the reported event of stent failure to deploy. The additional observed damage of slider slightly separated and inner sheath buckled and kinked were likely due to factors encountered during the procedure. It may be that lesion characteristics, how the device was handled and/or the technique used by the physician (force applied), limited the performance of the device and contributed to the observed damages. Taking all available information into consideration, the investigation concluded that the most probable cause is cause not established. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was intended to be placed during an endoscopic ultrasound (eus) gastroenterostomy procedure. The IFU states, "the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The device is not indicated to be used for a gastroenterostomy procedure. Additionally, stent partially deployed is a known potential complication associated with the use of the device in the manufacturer's labeling. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to the jejunum to treat a stenosis of the third portion of the duodenum (possibly tumoral or ischemic) during an endoscopic ultrasound (eus) gastroenterostomy procedure performed on (B)(6) 2025. During the procedure, an initial puncture was performed to place the stent. However, the stent could not be properly released and failed to deploy. As a result, the entire system was removed. Additionally, the stent was released with great difficulty outside the endoscope and outside the patient. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be implanted during an endoscopic ultrasound (eus) gastroenterostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted during an endoscopic ultrasound (eus) gastroenterostomy procedure.

Manufacturer narrative:
.Imdrf device code a150201 captures the reportable event of stent failure to deploy.